Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised to removed and replaced his sensors. Customer will call back for the rest of his troubleshooting for thresh suspend and inserter issues. Customer also reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose was 101 mg/dl. The customer was advised to consider setting up a schedule to calibrate. The customer was advised of correct calibration protocol. The customer was advised that sensor is responding to glucose changes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.